Event description:
Information was received indicating that resistance was met while attempting to insert a smiths medical jelco® protectiv® safety i.v. Catheter; resulting in bent needles. The patient had noted that the stick was painful and multiple sticks were required. There were no reported adverse effects.

Manufacturer narrative:
One unused "sister" sample was received for investigation. The sample was visually examined and evaluated for any potentially related nonconformance's and were found to be acceptable. There was no evidence of any visual, bending, damage, force to advance, or force to lock issues noted.